Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was seen in clinic due to dyspnea during exercise. Post-paced t-wave oversensing was observed on the device and was found to correspond with patient symptoms. The device was reprogrammed to resolve the event. The patient was in stable condition.